Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the 511sd trocar, from a fdc15 kit, was used in standard fashion after verres needle was used to insufflate abdomen. Trocar was inserted, camera then inserted, and a conversion to an open procedure was immediately done due to blood in the abdomen.